Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was noted to be inaccurate and indicated a data log corruption. There was no reported impact to the customer's blood glucose level due to the reported issue. Troubleshooting determined a pump reset likely occurred.